Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.